Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that when opening the packaging for a farastar gen 2 connection cable, the catheter cable package was difficult to fully open. The user was only able to open one corner, causing the end of the cable to fall out and come into contact with a non-sterile surface. The procedure was completed using an alternate device. No patient complications occurred.